Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a plum duo infusion system. ICU medical nurse doing rounds during go-live sent email stating: a nurse reported that one channel of the duo stopped while he was fixing an alarm on the opposite channel. No patient harm occurred.